Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, crossing difficulties were encountered. The target lesion was located in the left anterior descending (lad) artery. A 2.75x16mm promus element plus stent was selected and advanced into the target lesion but was unable to cross. After several tries, the complaint device was withdrawn and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual examination of the returned device identified a break in the hypotube. The break was located at 61.7 cm distal to the strain relief. There were no kinks noted along both sections of the hypotube break. No issues were noted with the profile of the crimped stent balloon and tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).